Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm approximately three months ago. At the one month follow-up, the patient was doing fine. Approximately one month ago the patient presented with an ischemic left leg and the CT showed that the left limb was occluded all the way to the common femoral. The left hypogastric was cross filling, but no flow was seen in the left external iliac. The physician concluded that the problem was in the left external iliac artery and not the graft. The patient was scheduled for intervention at a later date. When the patient returned for the intervention, stenosis was seen in the left external iliac artery distal to the graft. This was ballooned and angio jet was used within the stent graft and the external iliac artery followed by implant of another manufacturer's stent in the flow divider on the left side. The iliac artery was dilated with a 14mm balloon. There was good blood flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (arterial occlusion), (occluded left external iliac artery). Conclusion: (occluded left external iliac artery).